Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed no signs of blockage or physical abnormality. A functional flow test was performed. After removal of the luer cap evidence of flow was visually observed at the distal luer. Flow continued without stopping until the fluid in the bladder was completely empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow during priming. The reporter stated that there was a blockage; 50ml of normal saline was used for priming, and an additional 50ml was used in an attempt to unblock the flow. There was no patient involvement. No additional information is available.